Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report was filed under MFR number 0002648920-2025-00018.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report was filed under MFR number 0002648920-2025-00018.

Manufacturer narrative:
(B)(4). D10: 00-7848-034-01 item name kinectiv modular neck j1 lot # 69793415. 00-7713-009-00 item name mod ml taper fem st 9.0 lot # 60815980. 00-8018-036-02 item name femoral head 0x36mm dia lot # 60829322. 00-6305-050-36 item name xlpe poly liner 50/52/54 x 36 lot # 60741718. 00625006525 item name bone scr 6.5x25 selftap lot # 60834380. 00625006525 item name bone scr 6.5x25 selftap lot # 60834380. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that 4 years post implantation, the patient reported mild to moderate pain and at the 5 year follow-up, reports moderate pain and the left leg being shorter. Later, at the 10 year follow-up radiographic imaging displayed a reactive sclerotic line. No intervention has been reported and all implants remain in place. There is no additional information available at the time of this report.